Event description:
It was reported that the pump button was sticking and the device was becoming unresponsive, while a cord had been caught and ripped out in the customer's house. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up and was in the process of obtaining a new device due to being out of warranty.